Manufacturer narrative:
Result: faulty foot board main module.

Event description:
It was reported by svc report that the bed could not function from neither the foot board nor the side rails. No pt involvement or adverse consequences were reported.